Event description:
The hcp reported the pt presented in 2004 with signs of an infection of the device pocket. These included fever, redness, swelling, and pain. A culture of the device pocket was positive for "staph epi." The pt was treated with IV antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal. The pt had risk factors of diabetes and a history of peripheral vascular disease.